Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. However, occlusions continued, clinical troubleshooting was exhausted, the customer reverted to an alternate method of insulin therapy.